Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and tested on an in-house system in normal mode with error 23138. Unit was also tested on patient side cart (psc) fixture test platform (pftp) where all related tests passed. Contamination was found on all degree of freedom (dof) gearbox/rotor and isa board. Fa confirmed error 23138 and 23007 caused by a heavy contamination.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that they experienced a fault during the procedure and had to disable the arm. The customer stated that the fault has returned upon reboot. The tse viewed the logs and noted error 23138 on the universal surgical manipulator (usm). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with only 3 arms; one arm was disabled. The fault could not be recovered.

Manufacturer narrative:
A field service engineer (fse) was dispatched on site to investigate the reported problem. The fse confirmed the reported issue and replaced the universal surgeon manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.